Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the touch screen doesn't work. The customer states the display doesn't allow for "calibrate screen" to be pressed. No patient involvement, no impact to patient.